Event description:
Patient receiving tube feeding (jevity) at 85cc/hr n/g tube apparently worked its way up during night with feeding to lung. This patient had been admitted for pneumonia, probably exacerbated by aspiration and end stage alzheimers. He was receiving antibiotics and supportive care. He was lethargic and fairly unresponsive prior to the incident with a very poor prognosis. The patient expired on 6/1/93 with a provisional diagnosis the same as when admitted. Its unclear if this incident impacted this patients eventual outcome.